Manufacturer narrative:
The manufacturer previously reported information received that "a patient's family has requested usage data, and such be submitted because the patient passed away. The cause of death has been reported as asphyxiation. The device kept operating when the event occurred. No patient information was disclosed". There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device was evaluated. There were no abnormalities during an operational check. Upon checking the event log, it was observed that the "low tidal volume" alarm and "low minute ventilation" alarm occurred for 1827 seconds, and the "circuit disconnect" alarm occurred for 1828 seconds. However, there were no errors indicating malfunctions of the device. When an internal inspection was performed to check an abnormality of the device, no abnormalities were observed. Upon checking the waveform data recorded in the device, it was observed that the leak increased. Based on the above, it is believed that there are no abnormalities in the device, and the circuit had been removed while using the device. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).

Event description:
The manufacturer received information that "a patient's family has requested usage data, and such be submitted because the patient passed away. The cause of death has been reported as asphyxiation. The device kept operating when the event occurred. No patient information was disclosed". There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.